Event description:
New information received noted that the right atrial lead exhibited high capture threshold.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead had suboptimal parameters when placed in the atrial appendage. The physician elected to downgrade to a single chamber pacemaker. The patient was stable.